Manufacturer narrative:
A ge service rep performed an on site investigation. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a communication error and locked up. There is no report of death or serious injury associated with the complaint.